Manufacturer narrative:
Event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the tip detached and remained inside the patient. A v-14 control wire was selected for use in a percutaneous transluminal angioplasty procedure to treat stenosis in the tibealis posterior. The target lesion was moderately calcified with no tortuosity. During the procedure, 1mm of the tip coating detached. The device fragment was not removed. The procedure was successfully completed with this device. No patient complications were reported.